Manufacturer narrative:
(B)(4). A carefusion certified technician field serviced the suspected device. The reported issue was confirmed and resolved by replacing pigtail.

Event description:
The customer reported the ventilator cable (power cord) insulation was missing and the cord shorted out inside.